Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, cts decided to replace the pump. The caller will use multiple daily injections to ensure insulin delivery while awaiting the replacement. Cts confirmed the shipping details, provided instructions on setting the pump into storage mode, and advised on programming the replacement pump once received. The caller was instructed to return the problematic pump to tandem within 10 days to avoid charges.